Event description:
It was reported by the rep that the (1) al326 was used during a coronary artery bypass graft with endoscopic vein harvesting procedure. It was reported that while the device was being used the 5mm clip would not feed correctly. The jaws of the applier were not opening. The case was completed with another device to complete the vein harvesting procedure. There was no consequence to the pt.